Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated when replacing the infusion set, air bubbles was seen suddenly. The customer reported that there was no problem with the procedure, because patient has used it for many years. The patient request the consumables (quick set, the reservoir) be inspected, so these were sent as the device with anomaly. While the nurse was communicating with patient, it was found out that the connector was not locked into the reservoir firmly when connecting the reservoir and the connector.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.